Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was recaptured due to adjustment of the depth. However, valve capsule was observed to have an accordion effect which preventing to recapture completely. The valve recaptured as far as possible to the valve capsule then removed from the patient's left femoral artery (lfa) without arterial damage. A non-abbott valve was selected for implant and able to be implanted successfully. The patient was in a stable condition.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.